Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain bipap, and mechanical ventilator devices. The manufacturer received information alleging nausea, nasal/ throat irritation. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nausea, nasal/ throat irritation. There was no report of seriuos or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the lab investigation observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, blower box upper cap, blower, blower box, blower outlet seal, blower grommets, rear panel o-ring, p4 power connector. Unknown contaminate was observed on the inside of the ui panel and inside the bottom enclosure. Liquid ingress with mineral deposits were observed on the blower, blower box, p4 power connector. A contaminate consistent with keratin was observed on the blower box. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The manufacturer concludes there was evidence of contamination dust contamination and there was no evidence of sound abatement foam degradation. Section d8, d9and h6 has been updated in this report.